Event description:
It was reported the patient experienced pain at the ipg site. Subsequently, he patient underwent surgical intervention where the ipg was relocated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.